Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test and motor test. Pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm in alarm history screen due to overwritten history file. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the customer received a motor error alarm during a bolus delivery as well as a motor position encoder error alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.